Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having a revision surg ery for rod fracture. It was reported that the rod fractured due to an l3 bone fracture. Additional surgery performed for rod replacement and reinforcement at t9-s. Initial surgery at l3/4, l5/s: plif+l4/5: plf were performed on 2006.09.20. Product was explanted and will be returned. There were no patient symptoms or complications reported as a result of this event. There was no patient involvement/symptom reported. There were no further complications reported regarding the event. Additional information received from manufacturer representative that the rod fracture might be caused by the l3 bone fractured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: radiographic image review ap lateral xray t/l/s fusion. Multiple interbody grafts, connectors and accessory rods are present. One of the rod appears fractured at l3 on the right. Fusion status unknown. No other hardware complication identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: product analysis #: (B)(4), part #: g869h021, lot #: 0821181w. Visual and optical inspection confirmed, the rod was returned broken into 2 pieces. Damage and smearing noted, on fracture surfaces. No pre-existing surface defects were identified, that could contribute to the rod breaking. Optical inspection of the fracture revealed, slight gently convex striations throughout the rod fracture surface. This type of damage appears to be from cyclic fatigue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.